Event description:
Doctor reported palatine bone fissure. Implant at tooth site 35 was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Premarket identification k011028 and k013227. Email address unknown / not provided. Device manufacturer date unknown / not provided. Reporter name and address unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One tapered screw-vent implant was returned for investigation.visual evaluation of the as returned products identified signs of use and bone tissue attached. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The device could not be functionally tested for the reported event/failure (bone fracture). The device was determined to be within design specifications when it left zimvie. Pre-existing condition noted on the per was moderate bone density (type ii). The reported device was at tooth location 35 (fdi) for approximately 1 month. The customer did not provide x-rays or images. Documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants (ifu4869 rev 9 10/2019). Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events'. Per the applicable IFU, it is stated that improper techniques can cause bone loss, patient injury, pain, and implant failure. DHR review was completed for the subject lot number 1248455. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'bone fracture' october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition, and no x-ray or pictorial evidence was available (patient anatomical condition and details of event were unknown).

Event description:
No further event information is available at the time of this report.